Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, 90% stenosed, proximal to mid right coronary artery (rca), the guide wire was positioned and lesion pre-dilatation was started with a non-abbott balloon dilatation catheter. Next, a 3.5 x 15 mm nc trek was taken to the lesion, but at 10 atmosphere (atm), the balloon ruptured. Another 3.25 mm nc trek was used and an unspecified stent was implanted, without reported issue, to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.